Manufacturer narrative:
(B)(4). The service technician was able to verify the customers reported issue. The service technician replaced the main board as a precaution to address the reported issue. The service technician also replaced the power flex and the vent side lemo pigtail to correct the burnt pins issue.

Event description:
The customer reported that the unit has service soon codes of 90,93,94,95,97, 99, and 100. While in service, the service technician discovered pin 3 of the power flex jp4 was burnt, and pin 4 of the side lemo pigtail was burnt. This reportable issue was discovered while in service, therefore there was no patient involvement.